Event description:
The customer reported the spo2 probe was reading erroneously high as verified by arterial blood gas. There was no patient impact or consequence reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: per the report source from health canada, the event occurred on august 25, 2021 and the report was submitted to masimo on november 29, 2023. The product used during the reported event is not available to be returned to masimo to allow an investigation to be conducted. If new information is obtained, a follow up report will be submitted. Initial reporter postal code exceeded the maximum allowable characters, postal code is as follows:t5r 4h5 h3 other text : device not returned.

Manufacturer narrative:
This supplemental MDR updates the brand name to rd set sl-12 rd set to spacelabs patient cable to ensure correlation with the gudid database for part 4087. Initial reporter postal code exceeded the maximum allowable characters, postal code is as follows: (B)(6).

Event description:
The customer reported the spo2 probe was reading erroneously high as verified by arterial blood gas.  There was no patient impact or consequence reported.

Event description:
The customer reported the spo2 probe was reading erroneously high as verified by arterial blood gas. There was no patient impact or consequence reported.

Manufacturer narrative:
This correction updates the UDI number to include the di and pi fields, all numbers, letters, parentheses, and symbols. As the lot number information was not available for the cable, only the device identifier (01) portion of the UDI is provided in this follow-up MDR. As a result, the production identifiers pertaining to manufacturing/production date (11) and batch/lot number(10) could not be included in the UDI.